Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - "system error 7" on start up, could not clear; took out of service. Would not clear, keyboard error. Had to transport from another base. Findings/action taken: could not reproduce error. Cable a little worn. Replaced display head and cable. Software level: 2.24.